Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: failure to cross lesion to seal perforation and required a second graftmaster. Device issue: failure to cross. It was reported that the vision otw 3.0 x 12 mm caused a perforation when it was implanted in the right coronary artery (rca) in a proximal to mid lesion that was very calcified. A vision otw 3.5 x 12 mm was implanted to seal the perforation proximal to the first stent; however, this made the perforation larger. An attempt was made to implant a 3.0 x 19 mm jostent graftmaster to seal the perforation; however, it would not cross the lesion. Then, a 3.0 x 12 mm jostent graftmaster was implanted as treatment with no issue. A final shot of contrast was administered and extravasations of contrast were seen coming from the graftmaster mid stent; not at the ends as if there was a leak in the stent cover. The pt had low blood pressure and meds were administered and was then stable. The pt was taken to the operating room for bypass surgery. The surgery went well and the pt was discharged from the hospital. No add'l event or pt info is available.